Event description:
The customer reported that during surgery an ophthalmic operating system exhibited vitrectomy cutter failed. The procedure details and patient health impact have not been reported. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).